Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented with pre-operative diagnosis of radiculopathy, spondylosis and failure of conservative non surgical management. Patient underwent following operations: minimally invasive approach to the lumbosacral spine; bilateral l4-5, l5-s1 decompressive laminoforaminoties for decompression of bilateral nerves; minimally invasive l4-5 transforaminal lumbar interbody fusion using combination of peek cage interbody spacer stuffed with rh-bmp2/acs and laminectomy bone autograft; posterior segmental instrumentation using stryker mantis minimally invasive pedicle screw fixation system, l4 to s1; intra-operative use of stealth computer navigation system with o-arm. Per-op notes ap and lateral x-rays were also taken to confirm that there was good capture of the rod by the set screws.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.